Manufacturer narrative:
This supplemental report is being submitted to provide corrected information based on that supplied by the customer and information based on the legal manufacturer's inspection of the device. Please refer to the following sections for the new information: g3 and h6. Correction to g3 of the initial MDR submitted. The aware date should be 23jan2024.

Event description:
It was reported the video system center would lose the image and display lines across the monitor after a scope was connected for five to ten minutes. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found there was a printed circuit board that failed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d10, e1, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The customer`s complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the horizontal lines/ image noise and the loss of image occurred due to a failure of the main board and generated by the substrate becoming hot over a certain temperature with the lapse of time from the start up. Olympus will continue to monitor field performance for this device.